Event description:
As reported by our edwards affiliate in (B)(6), difficulties were encountered during the insertion and advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. The valve would not advance and became stuck in the esheath in the external iliac artery. The valve, delivery system and sheath were removed from the patient as a unit. A new sheath, sapien 3 ultra valve and delivery system were prepared. Following the insertion of the new sheath, balloon angioplasty was performed on the external iliac artery. The new valve and delivery system then were able to be advanced through the sheath without issue. The valve was deployed in the aortic position with good results. Post deployment, the iliac angiography revealed a spiral dissection of the external iliac artery with compromised distal flow. A covered stent was deployed in the external iliac artery, resolving the issue. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The second valve remains implanted in the patient. It was perceived that concentric external iliac calcification may have contributed to the event. The initial esheath, valve and delivery system were returned to edwards for evaluation. Pre-decontamination evaluation of the returned esheath revealed a liner strand 19cm long. The sheath hub was disassembled and the valve was retrieved. Evaluation of the valve indicated the liner strand was wrapped around the valve and one inflow strut was bent outwards.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08168.

Manufacturer narrative:
The 26mm sapien ultra valve was returned to edwards for evaluation. Visual inspection revealed the following: crimped thv was over proximal inflation balloon, and one (1) strut bent outward at inflow side. The valve was expanded and revealed a bent strut corrected expansion, multiple struts exposed through the skirt, (it is normal after crimped and used), and leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Imaging was provided and revealed that the valve was exposed through the liner tear and one (1) strut bent at inflow. Functional or dimensional testing was not performed due to the nature of the complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history review was performed and revealed no other related complaints related to the reported event. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u/s3ur crimped valve through the esheath resulting in a high push force and frame damage) is captured in product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery and returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'the valve became stuck in the esheath in the external iliac artery. It was unable to advance the valve through the esheath'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Additionally, per the complaint description, the patient's access vessel had presence of calcification. The sheath was also returned curved and with a kink, which can be indicative of the presence of tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve stuck inside the housing and strut damage at the inflow. In case, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified. A pra has previously been initiated to capture the product risk assessment, and corrective and preventative action (CAPA) has been initiated to capture further investigation and corrective/preventive action activities.